Manufacturer narrative:
The patient is (B)(6). An event regarding loosening involving a ps lipped tibia insert sm 16 was reported. The event was not confirmed. Medical records received and evaluation: a medical review was not performed because insufficient information was provided. Device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: review indicated there have been no other events for the reported lot. The exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event.

Event description:
Patient had painful duracon ps knee. Once opened, the femur and baseplate were loose and the screw had backed out of the poly.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available, the evaluation summary will be submitted in a supplemental report.

Event description:
Patient had painful duracon ps knee. Once opened, the femur and baseplate were loose and the screw had backed out of the poly.